Event description:
Pt reported there are "black points" on the infusion device display, but the pt can still read all of the numbers and letters. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and returned for eval. The infusion device was thoroughly evaluated, and it was found the display window is scratched. Therefore, the display is no longer fully readable. No "black points" were visible on the display. The damage was caused by a hard mechanical impact.